Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with a 275cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided breast pain. The patient stated that the pain started around (B)(6) 2020. When pressure is applied to the right breast, the patient feels pain. Sonogram and mammogram were performed on the breast, and the results are currently pending. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation was estimated based on the invoice date of the device. If additional information is received in the future, a supplemental report will be submitted.